Manufacturer narrative:
Patient information: unknown. Relevant tests/laboratory data: unknown. Other relevant history: unknown. Device lot number, expiration date: unknown. The device was not returned, thus no investigation could be completed. Device manufacture date unknown because lot number unknown. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a moderately calcified lesion in the patient''s right coronary artery (rca). The physician chose a spectranetics elca coronary atherectomy catheter to treat the patient. After lasing was completed, the elca''s distal marker band detached while inside the patient but remained present on the guide wire. No additional intervention was required for retrieval. The case was completed successfully with no reported patient harm. This report captures the elca device in use when its marker band detached, potential for harm.

Manufacturer narrative:
D9): the device was received by the manufacturer on 19 july 2022. G3): the device evaluation and investigation were completed on 21 july 2022. H3): the device was returned and evaluated by a cross functional team. The marker band was confirmed to be detached from the device, but it was not included in the return. The epoxy on the distal tip was in good condition, with no excessive damage observed. The elca's outer jacket was in good condition. No design, use or process related failure was identified. H6): since the marker band was not returned, it cannot be determined why the marker band detached from the distal tip; thus the cause of the damage could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.